Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the under eye, cheeks, and lips with 2ml of juvéderm ultra plus¿ xc and 1ml of juvéderm® volift¿ with lidocaine. Five days later, patient noticed "eyebags" under their eyes. Patient had the filler dissolved and by evening the same day began to experience a "red patch" under the eyes. Hcp later reported patient felt a "lump" under the left eye. Patient was treated same day with hyalase. Four hours after the filler was dissolved, patient experienced "swelling / allergic reaction ". Patient was the treated with allegra 180-3 times for 2 days, wysolone-20mg-twice for 2 days, and icing on the affected area. Symptoms resolved. This relates to the unspecified juvéderm ultra plus¿ xc.